Event description:
Reportedly, during a follow-up performed on (B)(6)2019 , the pacemaker was found operating in standby mode. During the follow-up, the device was re-initialized and reprogrammed successfully. The patient was questioned about potential exposure to strong sources of electromagnetic interferences (emi) and/or any medical procedures. However, none were identified. The patient reported suffering from a fall on (B)(6)2019 , when attempting to move from the bed to the wheelchair, which resulted in a broken neck. The patient believed that he did not lose consciousness at the time of the fall. The user would like to know the time and reason for the switch in standby mode. The user would also like to know if the battery impedance displayed during the interrogation performed on (B)(6)2019 is the current value and what the recommendations are for patient management. The patient had been previously programmed in aai mode due to unspecified issues with the ventricular lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the pacemaker was found operating in standby mode. During the follow-up, the device was re-initialized and reprogrammed successfully. The patient was questioned about potential exposure to strong sources of electromagnetic interferences (emi) and/or any medical procedures. However, none were identified. The patient reported suffering from a fall on (B)(6) 2019, when attempting to move from the bed to the wheelchair, which resulted in a broken neck. The patient believed that he did not lose consciousness at the time of the fall. The user would like to know the time and reason for the switch in standby mode. The user would also like to know if the battery impedance displayed during the interrogation performed on (B)(6) 2019 is the current value and what the recommendations are for patient management. The patient had been previously programmed in aai mode due to unspecified issues with the ventricular lead.